Event description:
Difficulty breathing at night; when calling our supplier absolute respiratory care for a face mask, I was notified of problems with CPAP machines and told to call phillips. Phillips took the serial number and informed me to call my doctor. The doctor informed me I should not use my CPAP machine it is in recall. I then called phillips again and contacted a representative that explained they were in discussion with regulatory agency. I then called my insurance company that tells me my machine needs to be 5 yrs old to obtain a replacement. As of july 27th I have no machine to insure my oxygenation at night. I am scheduled to see my neurologist because there is questions of seizure activity due to lack of oxygen at night. FDA safety report ID# (B)(4).